Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated dates. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The 3.0 x 12 mm trek rx referenced is filed under a separate medwatch report number.

Event description:
It was reported that during a procedure of the unspecified artery the 5.0 x 08 nc trek and the 3.0 x 12 mm trek rx balloon dilatation catheters (bdc) were used but the balloon separated at the shaft in the patient anatomy. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, additional information received states only the 5.0 x 08 mm nc trek was used in the procedure and a separation occurred in the patient anatomy. There was no reported adverse patient effect. No additional information was provided.